Manufacturer narrative:
Additional manufacturer narrative:reference MFR # 2015691-2016-02468

Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. The device was not returned to edwards for analysis as it remains implanted in the patient. At this time, the device continues to function as intended and the patient has elected to be treated with conservative treatment(s). Edwards will continue to review and monitor all events and if further information becomes available, a follow-up report will be submitted.

Event description:
Acquired discrete subaortic stenosis late after mitral valve replacement. Although acquired left ventricular outflow obstruction has been reported in a variety of conditions, there are scant reports of its occurrence following mitral valve replacement (mvr). This study describes two female patients, who developed severe discrete subaortic stenosis, five years following mvr. In both cases, the mitral valve was replaced by a porcine carpentier-edwards 27-mm bioprosthesis with preservation of mitral valve leaflets. The risk of very late left ventricular outflow tract obstruction after bio-prosthetic mvr with preservation of subvalvular apparatus needs to be kept in mind in symptomatic patients. Edwards received information that this 27mm bioprosthetic mitral heart valve was implanted with preservation of the posterior leaflet. Approximately five (5) years, six (6) months later, trans-thoracic echocardiogram revealed thickened left ventricular walls and an anteriorly oriented mitral prosthesis projecting into the lvot. The leaflets of the mitral bioprosthesis were functioning normally and there was a mean trans-mitral gradient of 4 mmhg with no regurgitation. The need for reoperation was discussed with the patient along with the possibility of another operation, if and when the mitral bioprosthesis shows deterioration. The patient elected to be on conservative treatment and has been followed for five (5) years with some deterioration in symptoms and lvot gradients.